Event description:
(B)(6) 2013: 8:30 am qcs within range: tosoh aia-600ii troponin level 1 = 0.22 ng/ml (range 0.11 - 0.33), troponin level 3 = 42.5 ng/ml (range 32.6 - 54.3). At 10:25 am patient specimen number 1: tosoh aia-600ii troponin = less than 0.06 ng/ml. At 11:26 am patient specimen number 2: tosoh aia-600ii troponin = 0.49 ng/ml reported, questioned by physician. Unknown time patient specimen number 2 repeated on tosoh aia-360: troponin less than 0.06 ng/ml. Corrected result issued. (B)(6) 2013 unknown time patient specimen number 2 repeated on tosoh aia-600ii: troponin = 0.14 ng/ml. (B)(6), 2013 tosoh technical support notified, service requested. Root cause: tosoh field service found that wash probe was intermittently not washing properly. Analyzer repaired and testing indicated analyzer functioning properly. (B)(6), 2013 tosoh aia-600ii and tosoh aia-360, qcs within range. Tosoh aia-600ii: l1 = 0.18, tosoh aia-360: l1 = 0.14, target range: 0.11 - 0.33; tosoh aia-600ii: l2 = 43.3, tosoh aia-360: l3 = 42.30, target range: 32.6 - 54.3. Patient specimen number 3 run on tosoh aia-600ii: troponin = 0.12, reported as positive. Approximately one hour later patient number 3 repeated on the tosoh aia-360, troponin = less than 0.06. Patient number 3 repeated on the tosoh aia-600ii, troponin = less than 0.06. Corrected result issued for specimen number 3. Unknown if patient treated based on original incorrect result. Root cause: tosoh field service replaced sample nozzle, testing indicated analyzer functioning properly.